Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was a-rubber leaked due to physical stress, etc. While the user was handling the device which led to water invasion of the device. Then, electronic parts were damaged which led to occurrence of abnormal image color. The event can be detected/prevented by following the instructions for use which state: ¿-inspection of the endoscopic image -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the bending cover and the light guide tube were leaking, the angle was insufficient, and the bending cover was broken, the bending cover had a scratch, and the water tightness was lost, the video cable was slightly deformed, and the bending section was pierced/cut. This is an ongoing investigation. A supplement report will be submitted upon completion of the investigation.

Event description:
The customer reported that the endoeye flex 3d deflectable videoscope had an image discoloration during the therapeutic partial intestinal resection procedure. There was no delay, and the patient was not under sedation at the occurrence. The intended procedure was completed with the same device. There were no reports of patient harm or impact associated with the reported event.